Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose at the time of the incident was 262 mg/dl. The customer states the air bubbles occurred while filling up the reservoir. The customer was assisted in filling up the reservoir and priming out the infusion set. However it is unclear if they air bubbles were primed out. The device will not be returned for analysis.